Manufacturer narrative:
Product analysis # (B)(4) :2024-04-09 14:30:35 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-04-09 findings and conclusions: the returned tracker was not able to track when connected to a known good system, but displayed red status only. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during case, the non-invasive patient tracker would not verify instruments. The site opened up another non-invasive patient tracker and that one worked as designed. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.